Event description:
Related manufacturer reference number: 2017865-2023-04315. It was reported that the patient's right atrial (ra) lead exhibited increased pacing impedance. During the procedure, it was noted that the set screw on the header of the patient's implantable cardioverter defibrillator was not secure and caused the right atrial (ra) lead connector slipped slightly out of port. The right atrial lead was reinserted and secured with a set screw. The patient was stable throughout the procedure.